Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. High and undefined bipolar impedance was also observed on the lead. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.